Event description:
It was reported that a dexcom g7 continuous glucose sensor failed to pair with the ilet despite several hours of attempts, during which the user was instructed to reset the app, temporarily switch the cgm setting from g7 to g6 and back, and re-pair using the code; the user was advised to contact dexcom for further troubleshooting and to replace the sensor if needed. Symptoms included hyperglycemia, with a cgm reading of 250 mg/dl and a contemporaneous fingerstick of 212 mg/dl, followed by return to a normal range later. Outcomes included transient elevation of blood glucose without hospitalization or medical intervention beyond troubleshooting and education. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a cgm-to-ilet communication pairing failure isolated to the ilet connection while the sensor continued to provide values to the dexcom app, consistent with a connectivity malfunction rather than a pump functional failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity issues related to cgm pairing that could not be resolved during the call.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.